Manufacturer narrative:
Updated data: b5. Additional information was received that valve implant was performed via subclavian access which contributed to the valve dislodgement. Mild annular and aortic calcification was noted. No additional adverse patient effects were reported.  E. Initial reporter phone number was updated to reflect the facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: e vproplus-26us, serial/lot #: (B)(4), ubd: 16-jan-2022, UDI#: (B)(4). Device code pertains to device serial number (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the valve was successfully deployed, the nose cone of the delivery catheter system (dcs) caused the valve to dislodge above the annular plane by interacting with the outflow crown of the valve as the dcs was being removed. The valve was snared into the ascending aorta and a second valve was successfully implanted. No adverse patient effects were reported.